Event description:
A solo smart valve (size: unknown, sn: unknown) was explanted due to leaflet tear in (B)(6) 2021 (exact date: unknown). The device was implanted 3 - 4 years ago in another hospital. The surgeon suspected that there was problem during ligation considering the position of the tear. No further information was provided at this time.